Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was unresponsive. Customer's mother reported that the customer wears the insulin pump in her bra. Blood glucose level at the time of the incident was 306 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.